Event description:
A 7 f xb 3.5. Guiding catheter was removed from the package kinked. The wire would not cross or straighten the kinked segment on the guide catheter. Wasted the equipment due to it being defective. The physician was aware of the equipment issue and deemed it defective. No harm to patient.